Event description:
It was reported that a "resume insulin" alarm occurred. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg level. Tandem technical support educated the customer that the alarm occurred because the pump detected an error and stopped insulin to correct the issue. Customer understood and acknowledged and resumed insulin therapy on the pump.